Manufacturer narrative:
Occupation - the occupation is lay user/patient. Device evaluated by MFR: device not returned.

Event description:
The initial reporter stated that she received erroneous results when testing with coaguchek xs meter serial number (B)(4). At 5:17 a.m., a sample from this patient was tested using the meter, resulting with a value of 6.3 inr. The patient thought the value was too high, so she then collected another sample from the same fingerstick and at 5:24 a.m. This sample was tested on the meter, resulting with a value of 4.5 inr. The second value was still higher than expected, so the sample collected a new sample from a different finger and at 5:33 a.m., the meter result for this sample was 6.6 inr. The patient expected a value between 2.0 inr and 3.0 inr, which is the patient's therapeutic range. The patient did not have any bleeding or bruising. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter results. The patient currently feels fine. The patient's testing frequency is once per week. The patient has been eating fewer vegetables. The patient stopped taking medication on (B)(6) 2019 for a urinary tract infection. The patient had no other recent changes in diet or medication. The patient did not have a special or unusual diet. The patient has never cleaned beneath the test strip guide cover of the meter. The patient uses disinfectant to clean her hands prior to sample collection. Samples were not applied to the test strip within 15 seconds of the patient's fingerstick. The patient lanced her finger prior to seeing the countdown on the meter. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 368871) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The patient's meter was returned for investigation where it was tested using retention test strips and retention controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 2.9 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 3 %.